Manufacturer narrative:
The device is still in-situ, but radiograph provided confirmed the complaint. The patient's post-op physical activity is unknown and it is unknown if the patient suffered a fall. Review of the provided radiograph identified the right inferior fixation screw has backed out approximately 4/5mm and appears to be in an excessive angulation. Note: the left inferior screw has minimal angulation. The lock plate is not visible in the image. No definitive root cause can be determined however review of the provide radiograph suggests insufficient lock engagement, excessive angulation obstructing lock engagement, and or excessive post-op physical activity as possible cause or contributors. No additional investigation can be completed. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient... Proper patient selection is critical to the success of the procedure. Only patients who satisfy the criteria set forth under the indications section of this document and who do not have any of the conditions set forth under the contraindications section of this document should be considered for spinal fixation surgery using the nuvasive acp system. In addition, patients who smoke have been shown to have an increased incidence of pseudarthrosis. Based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system. Follow proper instrument selection as specified in the surgical technique. The nuvasive acp system is designed to provide biomechanical stabilization as an adjunct to cervical fusion and should be used with anterior column support. Without anterior column support, its use may not be successful. Spinal fixation should only be undertaken after the surgeon has had hands on training in this method of spinal fixation and has become thoroughly knowledgeable about spinal anatomy and biomechanics. A surgical technique is available for instructions on the important aspects of this surgical procedure... Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings only patients that meet the criteria described in the indications should be selected. 2.patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 3.care should be used in the handling and storage of the acp implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the acp implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the acp implants if there is any evidence of damage... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device" "information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(6). You may also email: (B)(6). " 9400042-en f-2023-05 h3 other text : device in-situ.

Event description:
On (B)(6) 2023 a cervical procedure was conducted utilizing an anterior fixation plate with no reported problem. On (B)(6) 2023 it was discovered that a screw backed out of the plate. The patient will have a follow-up next month. No revision surgery is scheduled.